Manufacturer narrative:
Additional information: the two resolute onyx stents could not pass through the collateral vessel where the previously implanted resolute integrity was implanted. The two resolute onyx stents got caught in the strut of the resolute integrity, and they were deformed. The resolute integrity stent previously implanted was not damaged. No patient injury is reported. Evaluation summary: the stent was not positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st stent wraps with struts stretched and raised. Deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two resolute onyx drug eluting stents were intended to be used to treat a lesion situated in the proximal to distal lcx. The lesion exhibited severe tortuosity, mild calcification and 90% stenosis. There was calcification slightly distal to the ostium of the cx. The lesion was pre-dilated and stenosis was reduced to 75%. A resolute integrity drug eluting stent was previously implanted in the bifurcation of the left main and prox lad, which covers the bifurcation to the cx. No damage was noted to the packaging of both resolute onyx devices no issues were noted removing the devices from the hoops. The devices were inspected and negative performed with no issues noted. The first resolute onyx stent passed through the space between the previously deployed resolute integrity stent struts. Resistance was encountered during advancement, excessive force was not applied. The stent failed to cross the lesion. When the device was removed, the stent was deformed. A guide extension catheter was introduced but failed to pass through the stent struts. A second resolute onyx of the same size was attempted to be delivered, but it failed. When the device was removed, the stent was also damaged. A non-medtronic stent was attempted and this too failed to cross and was damaged. The procedure was completed with a non-medtronic device. The physician suspected that carina (ridge structure) occurred at the bifurcated site of cx and the stent touched the carina and was damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.